Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows the reported treatment could be linked to the 3rd treatment on that day. During the docking phase of the reported treatment the user got some trouble to achieve good suction 2 values and so he got a very long suction time 83 seconds, but the treatment was still finished without any error. No suction loss can be identified. The user performed the energy check in the required time range and the energy was stable with no abnormalities. No warning or error messages and further no abnormalities are detectable. So no technical problems or deviations could be identified by the logfile review. Clinical review shows the treatment report depicts limited applanation area. The area of applanation is not sufficient to accommodate the planned flap of 9.00 mm diameter. The treatment report as such can¿t deliver more information. A relatively small applanation is usually related to pseudo-suction or loose conjunctiva. Conversely, the surgeon is to supervise the cut process and only continue initiating or completing the cut, if the applanation area and the cut process is proceeding within the applanation area. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined conclusively. The possible root cause could be a loose conjunctiva. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a partial flap in the right eye due to loss of suction during a lasik procedure. The suction loss occurred during the raster pattern and continued through the sidecut. A new patient interface was used to try to get suction and continue treatment but was unsuccessful as the conjunctiva was loose. The procedure was aborted and the patient will be seen in follow up at a later date to discuss other surgical options. It was noted that the flap appeared to have a crescent shape shortening of the nasal edge. Additional information requested.